Event description:
In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake and did not wear a mask". On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, loading dose and once every five days, IV), tazact (4.5 gm, bid, IV) and cefizox (1gm, bid, IV). Pd therapy were ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving. The reporter believed that the peritonitis was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.